Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported by medwatch report mw5056950 that "ballard in-line suction catheter leak resulted in desaturation and a need for manual ventilation until oxygen saturation by pulse oximetry was resolved. Date of use: 2015. Diagnosis or reason for use: clearing secretions from the airway to allow breathing. Event abated after use stopped or dose reduced?: yes"